Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and is plated to the system board. The customer has declined repair of the device; therefore the device was returned to the customer labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.